Manufacturer narrative:
B3 - date of event is an estimate as the actual date of occurrence was not provided. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. A root cause could not be determined from the available information. Complaints are tracked and trended on monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The distributor reported a false positive result when a patient was tested with the cardinal health hcg combo rapid test. The doctor did not believe that the positive result could be accurate based on the patient's medical history, so another test was performed (method not specified) and the result was negative. Three attempts were made to reach out to the customer for additional information, however the customer was unresponsive. No adverse events were reported.